Event description:
I am currently in theatre at (B)(6) and their expedium set has 2 broken instruments making the set unsafe for use. The items are: x 25 torque driver - 279712600 (x 2). I am having it issues at the moment which mean I cannot get online to log the form however I will do this when my laptop is fixed. In the meantime, please can urgent replacements be arranged. The patient was not harmed in this incident and no delay to surgery as we found a replacement kit. The issue is that the final tightening driver is blunt and unfit for purpose.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.